Manufacturer narrative:
The field service engineer (fse) noted the means for white blood cell (wbc) did not meet specification for mode-to-mode comparison. The fse replaced the blood sampling valve (bsv) shaft and knob and resolved the issue. The wbc means were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately fifty (50) milliliters of blood and diluent leaked into and overfilled the drip tray below the blood sampling valve (bsv) involving the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence. The customer indicated all quality control (qc) results recovered within the acceptable limits. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.